Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure, bent cannula or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that a patient experienced pain and leaking at the infusion site while wearing the pod between 4 and 24 hours. While patient was reporting this pod for infusion site pain and leaking, it was discovered that the pink slide insert did not move into the viewing window, which indicates a failure of the needle mechanism to deploy as intended during activation. Upon removal of the pod, the cannula was found to be bent. Treatment for the reported issue is unknown. Patient reported the pod was discarded.